Event description:
The user facility reported a 75-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. On the second day of support, the pump had 2 temporary, self resolving, pump stops on after a notable increase in purge pressure (pp). The stops caused no harm or injury. The purge pressure (pp) was noted to prompt discussions of the use of lytics in the purge to resolve the issue. No lasting harm or injury.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The cause of the pump stop was not determined since product/data was not returned. The cause of the high purge pressure was not determined since product/data was not returned. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ this report is being filed as part of a retrospective review of historical records.